Event description:
It was reported by service report that the foot end cover was damaged and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: foot end cover.